Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A n ophthalmologist stated that the infusion was uneven, there was poor aspiration and the eyeball collapsed and fluctuated. The procedure was completed with the same system with no postoperative harm to the patient. Additional information has been requested but not received.

Manufacturer narrative:
The clinical analyst reviewed the complaint and stated the following: the customer reported uneven infusion, poor aspiration, and the eyeball collapsed during surgery. There was no harm to a patient. The surgery was completed with the same system. The rest of the surgeries planned for this day were completed. Additional information was requested with none received to date. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the constellation operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the operator¿s manual includes the warnings: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. The system was examined and the reported event was not replicated. The fluidics was replaced as a preventive measure, and returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 28, 2015. Based on qa assessment, the product met specifications at the time of release. The fluidics was received for evaluation. A visual assessment of the returned sample did not reveal any visual nonconformity. The sample was then installed into a calibrated constellation hotbed. Tests related to aspiration and infusion was found to be within specifications. The sample then underwent a 12 hour burn-in, where no relevant problems were found. The sample met relevant specifications. The root cause cannot be determined conclusively, as the returned sample met specification. The root cause of the uneven infusion, poor aspiration, and wavy ¿bodies¿ could not be determined conclusively. (B)(4).